Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anaesthesia (specific date not reported) in order to undergo a revision surgery to remove excess skin and change the abutment.